Manufacturer narrative:
(B)(4). Concomitant: 110010264, g7 osseoti multihole 52mm e, 3949920. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner was put into the shell but could not be fixed to the shell. The surgery was finished with another liner. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the liner shows dings, scratches on the scallop and scraped poly on the locking area, damage from attempted implantation and removal, DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.